Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with about 250-300 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. Reportedly the customer resolved the issue on own and continued to use pump for insulin therapy.